Event description:
It was reported the patient had an inflatable penile prosthesis and experienced a "cardiac event" and pulmonary embolus on the same day that the patient was implanted with the device. The patient was admitted to the hospital and a transesophageal echo was performed showing a ¿large saddle pe.¿ medication was given in the form of tissue plasminogen activator. The event was considered resolved on (B)(6) 2016 and the patient was discharged. It was reported that the event was considered serious and that the adverse event was not device related. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Common device name from penile prosthesis to device, impotence, mechanical/hydraulicpma/510(k) from k821628 to n970012.